Manufacturer narrative:
Medtronic received additional information that 6 years 7 months post implant of this 18mm pulmonary valved conduit, it was successfully replaced valve-in-valve due to mild pulmonary regurgitation and stenosis which was located primarily at distal anastomosis. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 6 years 7 months post implant of this 18mm pulmonary valved conduit, it was explanted and replaced for unknown reasons. No additional adverse patient effects were reported.